Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator battery was being used a lot and was starting to wear down. The patient stated that she uses the battery 24/7 and she is charging too often. The indication for use was chronic low back pain. No patient symptoms reported. Additional information received from the consumer reported that the original doctor was no longer available. The patient had discussed the issue with the manufacturer techs. The patient first started experiencing the charging more often 1.5 years ago. The patient reported that the circumstance that led to charging more often was a physical condition that demanded higher levels of programming. Additional information received from the patient reported that they were recharging their previous implantable neurostimulator (ins) too frequently. It was noted that the patient¿s ins was replaced on (B)(6) 2016. The patient stated that the reason the device was replaced was mainly because they needed an MRI compatible device. The patient mentioned that they needed mris frequently due to other issues. It was reported that the patient used to charge ¿maybeevery couple of weeks to one month,¿ then it changed to every couple of weeks, and then to a week. The patient stated that they were told by their healthcare provider (hcp) that it made sense to replace the device at that time instead of waiting another 9 months for the battery to completely die. It was noted that the issue started at the end of 2014 and during the beginning of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.